Event description:
During surgery for cancerous mole removal, adhesive mastisol was applied to adhere steri strips. Had severe allergic reaction, about 2 days later, when removed bandages, bright red, hives, blisters, swelling, itching, looked like a second degree burn.